Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump had rewind errors. Customer stated that the buttons had press couple of time to get work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test but alarmed motor error during the basic occlusion test due to a loose drive support disk. We were unable to perform the occlusion, prime and excessive no delivery alarms due to the motor error alarm. The motor passed the motor est.